Event description:
The hcp had reported volume discrepancies following a pump replacement in 2006. The pt was asymptomatic. Additional information received, indicates following the reservoir volume discrepancy, a dye study was performed which indicated the catheter was kinked where it entered the spine and had leaked where it connected to the pump. A revision was performed two months later, to correct the kinked catheter. See MFR report #2182207200602027.